Event description:
It was reported that during use in a meniscal repair, after deploying the t1 of the fast-fix the t2 deployed prematurely. All the ts were removed from the patient by tweezers. The procedure was completed with non-significant surgical delay and was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: additional information e1: facility center address added.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed that four devices was returned in an original box with the batch of the complaint on the label. Device one is missing the t1/t2/suture. The actuator is in the pre t1/post t2 position. There is bio debris on the needle. Device two is missing the t1/t2/suture. The actuator is in the pre-t2 position. There is bio debris on the needle. Device three is missing the t1/t2/suture. The actuator is in the pre-t2 position. There is bio debris on the needle. Device four is missing the t1/t2/suture. The actuator is in the pre-t2 position. The needle is bent. There is bio debris on the needle. A functional evaluation of the devices show that all four devices cycled as expected. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.